Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized via ambulance with diabetic ketoacidosis (dka) while wearing the pod longer than 48 hours on leg. The patient experienced inflammation of esophagus and stomach and was not feeling good as well as vomiting blood. The patient was placed on an intravenous therapy of fluids which include insulin and a antibiotic. A sonogram, ultrasound, stress test, cat scan, and MRI the were preformed. The patient was released a few days later as well as prescribed pantoprazole and toprol xl. The pod was removed at the hospital.